Event description:
It was reported that a bridge bolus was not performed on (B)(6) 2014 when the concentration was changed from 1000 mcg/ml to 2000 mcg/ml. It was noted the new concentration and dose of 136 mcg/day was updated to the pump on (B)(6) 2014. It was further noted the patient was having increased spasms. The pump contained lioresal (baclofen). Additional information received reported the manufacturing representative calculated the duration it would take the 1000 mcg/ml to clear the internal tubing and catheter, but the patient¿s healthcare professional (hcp) decided to keep the programming the same. It was noted the bridge bolus exclusion was not done in error. The reporter stated the hcp instructed the patient to continue with oral baclofen as needed until the 2000 mcg/ml concentration reached the tip of the catheter. It was noted the patient was instructed to call the hcp with any issues. It was further noted the dose was programmed correctly, but the bridge bolus was excluded. The reporter stated that as of (B)(6) 2014 the patient experienced increases muscle spasms and they did not know how the patient was at the time of this report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8578, lot # n178082015, implanted: (B)(6) 2009, product type accessory; product ID 8709, lot # j0058192r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8840, product type: programmer. (B)(4).